Event description:
It was reported that the patient developed a seroma. The patient underwent "increase oral taper and decrease intrathecal taper to prevent withdrawal symptoms". The patient was titrated off of the intrathecal baclofen and the pump was explanted. The cause of the seroma was unknown. There was no infection. The seroma resolved. The patient was on oral baclofen. A new pump was being considered.